Event description:
It was reported that the customer discovered damage to the cartridge, specifically a broken cartridge pigtail. There was no adverse impact to the customer's blood glucose level. The customer successfully changed the cartridge and resumed insulin therapy.